Event description:
The ve lvas was implanted in 2000. In 12/2000, the pt contacted the hosp concerning a pump stoppage. The pt was hand pumped (pneumatic actuation of lvad) to the hosp were the lvas system controller and power base unit were changed. The lvad appeared to be functioning normally and motor waveforms were taken. The waveforms were reviewed by both the hosp and the MFR and appeared normal. The pt was released from the hosp and sent home the following day. 12 days later the pt arrived at the hosp with a high fever of 103 degrees fahrenheit. Several hours after they arrival at the hosp, the pt was noted to have "mental changes". The pt lost consciousness and a trans esophogeal echocardiogram (tee) was ordered. The tee showed air in the left ventricle and aorta. The pt expired several hours later.